Event description:
It was reported that this right ventricular (rv) lead was explanted due to it causing a perforation, which required a drain to be performed to treat the resulting pericardial effusion. No additional adverse patient effects were reported.